Manufacturer narrative:
One device was returned for analysis. Review of the event history log (ehl) showed a clutch error. A visual inspection was performed and the reported issue was confirmed. The cause of the reported issue was unknown. As a result, the left and right clutch and spring was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the case was damaged and did not see the syringe. During physical inspection, it was found that there was a check clutch error. There was no patient involvement, no patient injury was reported.